Event description:
It was reported the customer was hospitalized for low blood glucose. Performed a prime test and the insulin pump passed. Troubleshooting was not completed because the customer was not available at time of call.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.